Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next usb meter was tested with the in-house contour next test strips from lot # 0cpef06a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that she obtained blood glucose readings of 49 mg/dl at 2:12 p.m., 433 mg/dl at 2:13 p.m., 410 mg/dl at 2:14 p.m., and 431 mg/dl at 2:15 p.m. With the contour next usb meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.